Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver the insulin correctly. Customer's blood glucose value was 19 mmol/l. Customer¿s blood glucose value was 11.3 mmol/l. Customer stated that the customer tried to bring down the blood glucose with insulin pump. The device will not be return for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected resume noted during testing.